Event description:
Account reports that the stopcock was being used on a patient. The nurse removed luer lock from the one end of the stopcock and add dopamine and after she reconnected the dopamine, she noted blood backflow. There was no injury to the patient. Stopcock was discarded. No lipids were given to the patient. The patient had an umbilical arterial line.